Event description:
It was reported the bronchovideoscope had no image. The issue was found during the preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 address: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the camera console/no image occurred due to the switch not functioning. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.